Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 31 to over 600 (mg/dl). The customer was admitted into the hospital on (B)(6) 2017. Reportedly, the customer suspected the cause of the high and low bg levels were related to gastroparesis. Subsequently, the customer reported drops of insulin were not seen at the end of the infusion set tubing when performing the fill tubing step. During system check with tandem technical support showed that the insulin was in use for approximately 9-10 days. Additionally, pump history showed no alerts or alarms around the time of hospitalization. Prior to completion of the system check, the call was ended by the customer and tandem technical support was unable to obtain further information regarding hospitalization. Multiple attempts were made to obtain additional information; however, no further information was provided by the customer.